Event description:
Was contacted by the mother-baby unit regarding a broken cord clamp cutter. It broke while trying to remove the cord clamp off of an infant. Photos available. This is the second report made within a matter of months regarding the cutter breaking.

Event description:
Was contacted by the mother-baby unit regarding a broken cord clamp cutter. It broke while trying to remove the cord clamp off of an infant. Photos available. This is the second report made within a matter of months regarding the cutter breaking.

Event description:
Was contacted by the mother-baby unit regarding a broken cord clamp cutter. It broke while trying to remove the cord clamp off of an infant. Photos available. This is the second report made within a matter of months regarding the cutter breaking.